Event description:
Anchor was broken during insertion. Surgeon was able to locate and remove the broken fragments. No patient injury was reported. If this were to recur it could result in fragments being left in the joint.